Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The associate dialysis director for a user facility reported to fresenius that a dialyzer clotted during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately two hours after treatment initiation on a b. Braun hd machine with streamline bloodlines (non-fresenius products). Additional information regarding the reported event was limited. During follow-up, the patient¿s estimated blood loss (ebl) could not be provided. It could not be confirmed whether a serious injury or required medical intervention resulted from the reported issue. It is unknown whether the patient was able to complete treatment on the day of the event. The sample has been discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The associate dialysis director for a user facility reported to fresenius that a dialyzer clotted during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately two hours after treatment initiation on a b. Braun hd machine with streamline bloodlines (non-fresenius products). Additional information regarding the reported event was limited. During follow-up, the patient¿s estimated blood loss (ebl) could not be provided. It could not be confirmed whether a serious injury or required medical intervention resulted from the reported issue. It is unknown whether the patient was able to complete treatment on the day of the event. The sample has been discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (medical device problem code).

Event description:
The associate dialysis director for a user facility reported to fresenius that a dialyzer clotted during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately two hours after treatment initiation on a b. Braun hd machine with streamline bloodlines (non-fresenius products). Additional information regarding the reported event was limited. During follow-up, the patient¿s estimated blood loss (ebl) could not be provided. It could not be confirmed whether a serious injury or required medical intervention resulted from the reported issue. It is unknown whether the patient was able to complete treatment on the day of the event. The sample has been discarded and is unavailable to be returned to the manufacturer for physical evaluation.